Event description:
They performed the following back to back tests: 486mg/dl, 250mg/dl, 195mg/dl, and 185mg/dl. She also reports that she once tested 300-400mg/dl on the device and took diabetic pills to decrease her blood glucose. She states that within 10 minutes she felt better, but then her legs got weak and she felt cold. She reports tested immediately with a result of 38mg/dl. She states she drank orange juice and tested an hour later at 96mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.